Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. Receiver functional tests were performed and resulted in no failures related to the reported event. A manual "try-it" test was performed and passed. The receiver case was opened for internal visual inspection and passed. Vibrator resistance was measured was within specification. The reported event of no vibration was not confirmed. A root cause could not be determined.